Manufacturer narrative:
The temperature probe used was discarded by the user; however, data downloads from the device were sent for evaluation. Evaluation of the case data revealed that two alarms occurred during the device's operation, alarms 14 and 50. Alarms 14 and 50 indicate an erratic temperature 1 input. These occurred sporadically during the case but not for a long enough duration to cause the device to heat or cool erratically. The patient's target temperature was maintained properly throughout the case. Further investigation of the temperature input cable and the device by the biomedical technician revealed that the device is working properly and is registering temperature accurately with a simulator key in the pt1 input. The device was placed back in operation by biomedical engineering. The reported event was unconfirmed as the device met all specifications. The device history record was reviewed and found nothiing that could have caused or contributed to the reported event. The instructions for use states the following: "the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Warnings and cautions warnings - do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. - do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. - there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. - power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. - when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. - do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions - this product is to be used by or under the supervision of trained, qualified medical personnel. - federal law (USA) restricts this device to sale, by or on the order of a physician. - use only distilled or sterile water. The use of other fluids will damage the arctic sun® temperature management system system. - when moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. - the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. - the clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4 °f); control strategy =2. - the operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. - due to the system¿s high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. - the arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. - medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. - the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. - patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun® temperature management system in stop mode. - carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. - the arctic sun® temperature management system is for use only with the arcticgel¿ pads. - the arcticgel¿ pads are only for use with the arctic sun® temperature management systems. - the arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician's request, either prior to the sterile preparation or sterile draping. Arcticgel's pads should not be placed on a sterile field. - use pads immediately after opening. Do not store pads once the kit has been opened. - do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. - while there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. - do not allow circulating water to contaminate the sterile field when patient lines are disconnected. - the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. - do not puncture the arcticgel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. - if accessible, examine the patient¿s skin under the arcticgel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. - the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing / coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. - due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. - do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. - do not place arcticgel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. - if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. - carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. - the usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment. - users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. - medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun® temperature management system are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified. Reviewed baw28-300130-00, revision 2 (arcticgel pads IFU), which states the following: indications for use - the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Contraindications - there are no known contraindications for the use of a thermoregulatory system. - do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. - while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning - do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions - federal law restricts this device to sale by or on the order of a physician. - this product is to be used by or under the supervision of trained, qualified medical personnel. - the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. - due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. - skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. - do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. - do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. - carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. - the arcticgel's pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician's directions, either prior to the sterile preparation or sterile draping. - do not reprocess or sterilize. - use pads immediately after opening. Do not store pads in opened pouch. - do not allow circulating water to contaminate the field when lines are disconnected. - the arcticgel' pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. - if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. - the arcticgel' pads are only for use with an arctic sun® temperature management system. - the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. - if needed, place defibrillation pads between the arcticgel' pads and the patient¿s skin. - discard used arcticgel' pads in accordance with hospital procedures for medical waste. Directions for use 1. Arcticgel' pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient's skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad's line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event could not be confirmed. No sample is being returned for evaluation. The temperature probe used was discarded by the user; however, data downloads from the device were sent for evaluation. Evaluation of the case data revealed that two alarms occurred during the device's operation, alarms 14 and 50. Alarms 14 and 50 indicate an erratic temperature 1 input. These occurred sporadically during the case but not for a long enough duration to cause the device to heat or cool erratically. The patient's target temperature was maintained properly throughout the case. Further investigation of the temperature input cable and the device by the biomedical technician revealed that the device is working properly and is registering temperature accurately with a simulator key in the pt1 input. The device was placed back in operation by biomedical engineering. The reported event was unconfirmed as the device met all specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Warnings and cautions: warnings: do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result; do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use; there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel; power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿; when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control; do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel; federal law (USA) restricts this device to sale, by or on the order of a physician; use only distilled or sterile water. The use of other fluids will damage the arctic sun® temperature management system; when moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing; the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks; the clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4 °f); control strategy =2; the operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control; due to the system¿s high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control; the arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure; (B)(4) recommends measuring patient temperature from a second site to verify patient temperature. (B)(4) recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation; the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions; patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun® temperature management system in stop mode; carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system; the arctic sun® temperature management system is for use only with the arcticgel¿ pads; the arcticgel¿ pads are only for use with the arctic sun® temperature management systems; the arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field; use pads immediately after opening. Do not store pads once the kit has been opened; do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash; while there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities; do not allow circulating water to contaminate the sterile field when patient lines are disconnected; the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended; do not puncture the arcticgel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance; if accessible, examine the patient¿s skin under the arcticgel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel¿ pads. Do not place positioning devices under the pad manifolds or patient lines; the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing / coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment; due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury; do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel; do not place arcticgel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns; if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin; carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste; the usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment; users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system; (B)(4) will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the (B)(4) arctic sun® temperature management system are other than those specified by (B)(4). Anyone performing the procedures must be appropriately trained and qualified. Reviewed baw28-300130-00, revision 2 (arcticgel pads IFU), which states the following: indications for use: the arctic sun® temperature management system is intended for monitoring and controlling patient temperature. Contraindications: there are no known contraindications for the use of a thermoregulatory system; do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash; while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician; this product is to be used by or under the supervision of trained, qualified medical personnel; the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings; due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury; skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines; do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel; do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns; carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears; the arcticgel¿ pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping; do not reprocess or sterilize; use pads immediately after opening. Do not store pads in opened pouch; do not allow circulating water to contaminate the field when lines are disconnected; the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance; if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury; the arcticgel¿ pads are only for use with an arctic sun® temperature management system; the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended; if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin; discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions for use: arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use; select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads; for patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application; place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion; attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad; once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit; when finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event could not be confirmed. No sample is being returned for evaluation. The temperature probe used was discarded by the user; however, data downloads from the device were sent for evaluation. Evaluation of the case data revealed that two alarms occurred during the device's operation, alarms 14 and 50. Alarms 14 and 50 indicate an erratic temperature 1 input. These occurred sporadically during the case but not for a long enough duration to cause the device to heat or cool erratically. The patient's target temperature was maintained properly throughout the case. Further investigation of the temperature input cable and the device by the biomedical technician revealed that the device is working properly and is registering temperature accurately with a simulator key in the pt1 input. The device was placed back in operation by biomedical engineering. The reported event was unconfirmed as the device met all specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "the arctic sun temperature management system is intended for monitoring and controlling patient temperature. Warnings and cautions: warnings: do not use the arctic sun temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. When using the arctic sun temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only distilled or sterile water. The use of other fluids will damage the arctic sun temperature management system. When moving the arctic sun temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4 °f); control strategy =2. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun temperature management system in manual control. Due to the system¿s high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arctic sun temperature management system is for use only with the arcticgel pads. The arcticgel pads are only for use with the arctic sun temperature management systems. The arcticgel pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arcticgel pads on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Do not allow circulating water to contaminate the sterile field when patient lines are disconnected. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Do not puncture the arcticgel pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If accessible, examine the patient¿s skin under the arcticgel pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel pads. Do not place positioning devices under the pad manifolds or patient lines. The rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing / coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between the arcticgel pads and the patient¿s skin. Carefully remove arcticgel pads from the patient¿s skin at the completion of use. Discard used arcticgel pads in accordance with hospital procedures for medical waste. The usb data port is to be used only with a standalone usb flash drive. Do not connect to another mains powered device during patient treatment. Users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. Do not use bleach (sodium hypochlorite) as it may damage the system. Medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun temperature management system are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified. Reviewed baw28-300130-00, revision 2 (arcticgel pads IFU), which states the following: indications for use: the arctic sun temperature management system is intended for monitoring and controlling patient temperature. Contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place arcticgel pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the user settable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (64.4°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. Do not reprocess or sterilize. Use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the field when lines are disconnected. The arcticgel pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel pads are only for use with an arctic sun temperature management system. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If needed, place defibrillation pads between the arcticgel pads and the patient¿s skin. Discard used arcticgel pads in accordance with hospital procedures for medical waste. Directions for use: arcticgel pads are only for use with an arctic sun temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). Corrections: pt identifier, MFR contact info, device available for evaluation?, manufacturer site, device evaluated by MFR? And evaluation codes. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Case data was received however the device was evaluated by a biomedical technician at the complainant's facility.

Event description:
It was reported that the patient suffered from cardiac arrest on (B)(6) 2014. Upon arriving at the ER she was found to have been in a hypothermic state at 32 degrees fahrenheit. The facility then decided to place her on the arctic sun in order to increase her temperature to 34 degrees and initiate hypothermia protocol in order to maintain neurological function. Early on (B)(6) 2014, the arctic sun was removed as the patient was sent to the operating room for exploratory laparoscopy, secondary to increasing bladder pressures and suspected abdominal compartment syndrome. Upon removal of the pads, the patient's skin was noted to be intact. While in the operating room the patient was cooled more resulting in a decrease in the patient's temperature. After surgery the patient was transferred to the sicu where she was once again placed on the acrtic sun to maintain a temperature of 34 degrees for the remainder of the hypothermia protocol. The gel pads were applied and the patient's skin was noted to be intact at this time. Later in the day on (B)(6) 2014 therapy was completed and the arctic sun gel pads were removed. Upon removal of the pads the nurses noted that the patient's skin had skin injuries covering her thighs, chest, and calf. Wound care and burn consults were performed. The burn physicians determined that the patient had burns covering over 25% of her body and needed a higher level of care and treatment. The patient was then transferred to a burn center to continue her care. Pt was able to be extubated before transfer but did require sedation for her pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.